Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, black particles on the gel, and wear abrasion. A microscopic analysis was performed which identified, striated broken on anterior, sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: striated broken on anterior assessed, as surgical damage. Sharp broken on posterior assessed, as surgical impact.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later reported left side capsular contracture baker grade ii and rupture. Device remains implanted.